Event description:
It was reported the patient experienced increased spasticity beginning a few months ago. The daily dose has been increased 5% per refill. There were no pump alarms and all programming and event logs are normal. The patient was nearing the time for another injection which is scheduled at the time of the next pump refill. A volume discrepancy was reported. The actual residual volume (arv) is greater than the expected residual volume (erv). 5/22/13 erv: 3.3cc arv: 8cc. 9/12/13 erv: 2.1cc arv: 7.2cc. (B)(6) 2013 erv:6.3cc arv:11cc. The pump was delivering baclofen. Additional information received reported the patient had a return of symptoms and more spasms. There was a volume discrepancy at the last 2 refills. The refill on the date of the report had an expected residual volume of 2.9 milliliters (ml) and an actual volume of 7 ml. The previous refill had an expected volume of 6.3 ml and an actual volume of 11 ml. At the refill on the date of the report bupivacaine was added to the baclofen in the pump. It was later reported that a volume discrepancy occurred at a pump refill on (B)(6) 2014. The arv was 13ml and the erv was 5.7ml. At this time, bupivacaine was removed from the pump and a refill was done with only compounded baclofen. There had been volume discrepancies since the current pump was implant. There were no volume alarms and ¿no faults¿ with the pump. No diagnostics of the catheter had been done.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory; product ID 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).